Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular) which was noted on (B)(6) 2012. The patient experienced blurred vision and starbursting of light at night. Cataract surgery was performed and a toric iol was implanted. At last post-op visit on (B)(6) 2016, the patient's best-corrected visual acuity was 20/15.

Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found pieces of both haptics torn off and missing. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Claim # (B)(4).